Event description:
During a trial implant procedure, the pt's dura was punctured. Physician administered a blood patch. The pt is reportedly doing well.

Manufacturer narrative:
The trial leads were discarded by the medical facility and will not be returned for eval.